Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting noise due to diaphragmatic oversensing. This resulted in pacing inhibition and approximately two seconds of asystole for this patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Information received from the local sales representative indicated that an intervention to revise the lead was not planned at this time. The device was at middle of life 2 (mol2) battery status and the lead panned to be revised once the change-out procedure is needed. It was reported that the patient was asymptomatic as a result of the noise and pacing inhibition. No additional information is available at this time. If additional information becomes available, the event will be updated.